Event description:
The customer reported the hd camera head image keeps dropping and reappearing once the cable is moved. The event occurred during an unknown procedure and the same device was used to finish the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter - information not provided. The device was returned for investigation. Upon evaluation of the device, the camera image appeared however when the cable was moved; the image was intermittently lost due to a faulty camera cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the broken cable cannot be determined. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use: - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported by the end-user that the device problem was observed during the pre-procedure inspection check.

Manufacturer narrative:
Updated field (b5) - additional information was provided about when the reported device problem was observed.